Event description:
During a procedure to the coronary artery, the product (rapid transit, 601-251x) was advanced over the guidwire (radifocus/terumo) through the guiding catheter (mach 1/rdc); however, there was the resistance between the product and the gw guidewire while controlling the gw. After the product was removed, the physician flushed the product; however, the leaked from the middle of the shaft was found. Therefore, another same cat rapid transit was used for the procedure. Additional info indicated that constant flush was maintained through the guiding catheter. During maneuvering with the (gw) guidewire, extra manipulation or torque was not utilized on the (mc) microcatheter. The mc was advanced to the lesion and when maneuvering the gw in the (cto) complete tatal occluded lesion, the resistance was met. Prior to removing from the pt, no kinks were reported on the mc. After removal from the pt, the microcatheter was undamaged, with the exception of leaking at the mid shaft. No further info was available. The vessel had no calcification, moderate tortuosity and 100% stenosis. The product was clinically used without any adverse consequence to the pt. The product will not be returned for analysis.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional info will be submitted within 30 days upon reciept.